Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported shaft separation and kink were confirmed. The reported difficulty inserting the guide wire and difficulty removing the protective sheath could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty inserting the guide wire; however, the reported shaft separation, kink and difficulty removing the protective sheath appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report the following information was provided: the nc trek 3.5 x 8 mm balloon dilatation catheter (bdc) was never advanced in the anatomy. During removal of the protective sheath, resistance was felt. While attempting to load the bdc on the guide wire, resistance was noted and the shaft kinked and separated. The bdc was never advanced in the anatomy.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with moderate tortuosity and moderate calcification that was 90% stenosed. A 3.5 x 8 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion for pre-dilatation; however, it would not cross due to the anatomy. When the bdc was retrieved, the proximal shaft was observed to be separated. A new 3.5 x 8 mm nc trek bdc was used and the procedure was completed after a stent was implanted. It was stated that the timi flow iii was achieved. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.